Event description:
Technical services received a call on (B)(6) 2012. Caller reported seeing noise on shock channel on stored episodes and presenting egm. Caller reported patient has a riata lead in. Discussed with caller can not rule out lead issue or noise from myopotential on the shock channel. Rv channel is very clean but rid is on so discussed going to onset/stability and since we can not rule out lead issue even though diagnostics are stable since this is a riata lead they might want to think about isometrics and fluroing the lead to make sure there is no externalized wires with the coil. Caller will discuss with eps. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).